Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump's software was gone and it "acts like its connected to computer." No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis with the tamper seal missing and a damage lens. The pump was tested by the power up process and that reported issue of "software is gone" was confirmed. The software upgrade was interrupted due to power loss. The latest software was installed to resolve the issue.